Manufacturer narrative:
The rod has been returned for eval. A f/u report will be filed upon completion of the eval.

Event description:
Contact reports that revision surgery was performed due to the breakage of two rods. It was reported that the delay in notifying depuy spine of the event was because the implant was misplaced at the hosp. Sales rep has been advised of reporting requirements. See mfg medwatch report# 1526439-2011-00072 for the second rod that was involved in this event.